Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited non-sustained oversensing due to myopotential oversensing. On (B)(6) 2019 the patient was brought to the clinic for further evaluation, pocket manipulation and isometrics were performed with no oversensing induced. The device was reprogrammed. The patient was asymptomatic to the event and was in good condition.